Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the lifevest. The patient reported a blister under one of the electrodes. She reported that she put a bandage over the blister. During a follow up the patient reported that she saw her doctor and he advised the patient to only wear the lifevest at night. The final medical outcome of the skin irritation is unknown. There was no alleged device malfunction.